Event description:
It was reported that there was a hair in the sealed package.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a hair within the sealed device package was confirmed and the cause was supplier related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. The sample was received in its original sealed packaging. A hair-like fiber was visible on the foam pad of the infusion set. The sealed state of the packaging indicated that the observed hair was deposited during device assembly/packaging. The device is a supplied component and the supplier has been notified of this event. A lot history review (lhr) of ascns0232 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of foreign material within the package was confirmed and the cause appeared to be supplier related. Two photographs were provided for investigation. The photos showed a safestep infusion set within its packaging. It appeared that the packaging was sealed and unopened. What resembled a hair was observed in the package. The hair appeared to be attached to the foam on the safety mechanism. Since the hair appeared to be contained in unopened packaging, the complaint was determined to be supplier related. The supplier was notified of this complaint. A lot history review (lhr) of ascns0232 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a hair in the sealed package.